Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level as a result of neglecting to resume insulin therapy after a routine supply change. A specific bg value was not provided. Bg was addressed via correction bolus. Recommendation was made to discuss diabetes management with a health care professional.